Event description:
The device was returned to baxter for service. During product evaluation, the baxter technician reported an infusion pump with an intermittent channel select button on channel b. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
The reported condition of an intermittent channel select button on channel b was confirmed during product evaluation. There was no specific root cause stated. The keypad on channel b was replaced to address the reported condition. The pump was tested and returned within specification. This issue is currently being investigated.